Event description:
Caller reported damage to the pump housing and usb port, which affected the pump's watertight integrity but did not impact its ability to charge. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to put the damaged pump into storage mode and return it to tandem within ten days using a provided return box and label. A replacement pump with updated software was sent to the customer, who was instructed to program their settings and connect their continuous glucose monitor (cgm) to the new pump. Customer understood all instructions and agreed to continue using their current pump or an alternate method until the new pump arrived. Customer will continue to use current pump.